Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the left ventricular (lv) leads the patient experienced hemothorax. The leads were implanted and remain in use. No further patient complications have been reported as a result of this event.